Event description:
It was reported that the ilet pump displayed an unable to proceed message during a rewind and generated a consecutive stalled motor alarm, after which the user was guided through troubleshooting and education without resolution and a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included continued therapy interruption on the affected device with guidance to continue cgm use via dexcom g7. Investigation included internal case review and preparation for device return assessment. Investigation of this case revealed a suspected motor stall malfunction consistent with an insulin delivery mechanical issue. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction pending physical evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.